Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 alleging that his one touch ultra meter is reading inaccurately high results. The technical service representative (tsr) contacted the patient on the next day to obtain additional and verify the following information. The patient normally tests his blood glucose level 4 times per day. His normal expected readings are within the following ranges: morning 5-9 mmol/l; lunch time-between 4-7 mmol/l; teatime 4-8 mmol/l; bedtime 11-12 mmol/l. The patient's medication regimen consists of novamix 30 insulin, 11 units in the morning and 11 units in the evening. The patient reported not eating meals regularly and not skipping any meals. The patient reported testing at 9:00 am on four days prior to original date, and receiving results of "8.7 mmol/l". As comparison, he took another test at the same time on his backup one touch ultra meter and received a result of "4.2 mmol/l". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 1.7 mmol/l. The patient took insulin at 9 am and stated that he increased his dosage to 12 units due to the alleged inaccurate high meter reading. The patient did not eat before taking insulin. At 11:05 am, his test result was 12.1 mmol/l. It was not clear whether the patient obtained the 12.1 reading on the reported meter or on his other meter. At this time, the patient reported experiencing feeling symptoms of hypoglycemia and then stated that he "passed out." He stated that he "came around at 14:00." As self-treatment for his prior symptoms, he ate "digestive biscuits" and then tested again at 15:38 pm, results were "14.9 mmol/l". The patient did not seek medical attention. The tsr verified that the patient's cleaning, puncture and testing techniques were correct. The test strips were within expiration dating and in good condition. The meter was programmed for the correct unit of measure and calibration code number. The results were verified in meter memory. On an unknown date, the patient stated that a previous quality control solution test was performed and the meter result were higher than the acceptable range; however, the tsr discovered the control solution was expired. The tsr replaced all lifescan products. This complaint is reported because the patient alleges that he obtained a high result compared to another meter and he took additional insulin based on the higher result. He claims that he later obtained a high result having symptoms suggestive of hypoglycemia.